Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 350-400 (mg/dl) and trace ketones. Reportedly, customer believes that bg levels were caused by stress after their air conditioning broke in elevated temperatures. Customer administered a manual injection to treat bg level.